Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17308. It was reported that insulation break, high capture threshold and low, out of range, low voltage lead impedance were observed on the right ventricular (rv) lead. The lead was explanted and replaced without complication. The patient was stable.